Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from poland reported that they ran a blood test on their contour plus one meter. The meter automatically marked it as a control test, and so the result will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation a replacement meter kit was sent to the customer.

Manufacturer narrative:
During the further evaluation of the event it was determined that the customer's blood readings were properly marked and stored in the meter's memory. Therefore, the device is performing as expected.